Event description:
It was reported that the shock lead impedance measurement of this right ventricular (rv) lead had been gradually rising with values up to 176 ohms, which was out-of-range. Technical services (ts) provided troubleshooting including suggesting a synchronized shock test. At device check, the measurements were back to normal so physician elected to make no changes at this time. No adverse patient effects were reported. Currently, this lead remains in service.